Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer experienced high blood glucose levels of 442 mg/dl and 472 mg/dl. Along with their high blood glucose levels, the customer experienced excessive no delivery alarms. The customer treated with a manual injection after they completed a set change. Upon changing the set, the customer stated that they experienced a bent cannula. Troubleshooting occurred and the alarms were resolved by a complete set change. Nothing further reported.